Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had a mechanical issue. When the doctor was initiating the saphenous vein extraction process using the vasoview 6 pro and the equipment didn¿t work (it was detected a fail in the cutting knife). The doctor tried to use the another vasoview 6 pro and it was detected the same fail in the equipment. So, the doctor did the conventional surgery to extraction the saphenous vein. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had a mechanical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.